Event description:
During a laparoscopic procedure the pt received a burn on the abdominal wall. The burn occurred because the instrument was inadvertently plugged into the monopolar connection instead of the bipolar connection of the electrosurgery generator. The burn did not require treatment.